Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a healthcare professional and family observed recurrent low glucose events while the user was on the ilet bionic pancreas, including after a less-than meal announcement for a snack; the care team performed an ilet reset and requested review of reports and additional training. Symptoms included hypoglycemia. Outcomes included no reported hospitalization or injury. Investigation included review of reported low glucose events, consultation with the healthcare professional, and arranging user education and training with a scheduling link. Investigation of this case revealed ongoing hypoglycemia despite a recent device reset, with concern for potential suboptimal meal announcement use that could contribute to low glucose. It was concluded, based on previously established findings for similar reports, that user technique and meal announcement practices were the most likely contributors, for which training and education would be expected to mitigate recurrence.